Manufacturer narrative:
Additional PMA/510(k): k190744. The device was not returned to olympus. During their investigation, the sbc was not able to confirm the reported issue. The customer reported, that the entire image was green. The reported endoeye was not returned to the corresponding repair center. Therefore, a detailed inspection of the endoeye was not possible. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
It was reported that olympus, on mar 17th, during laparoscopic surgery. It was found that the entire image was green. Then changed to another one and finished the procedure. There was no patient injury or adverse event reported to olympus.